Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic episode. Pt read 300 mg/dl on her cgm, and therefore, adjusted her insulin treatment based on the value her cgm was displaying, without checking her bg first. Pt suffered a hypoglycemic episode while driving and got into an accident. Paramedics were called to the scene and administered an IV to the pt. Pt refused hospitalization. At the time of her call to dexcom technical support, pt reported that she was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.